Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had communication error code e104. The issue had occurred during laparoscopic cholecystectomy therapeutic procedure which was completed with an olympus back-up device. There was no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d9, d10, g1, g3, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dent observed on the outer tube, chipping noted under the lg cover glass, image appears green, and light transmission failed to meet the standard a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: error code e104 is most likely root cause is classified as a random or anticipated component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.